Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported conflicting sars result for 1 consumer. The consumer communicated that they first tested negative, then positive the next day with quickvue otc testing after developing mild symptoms. The consumer also mentioned testing negative with another rapid antigen assay. Each conflicting result is captured on a separate report.